Manufacturer narrative:
The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. Not returned to manufacturer.

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result of 7.86 ng/ml was generated for one patient on the laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)). The customer indicated that the sample had been reassayed on the same system and results of 0.01 ng/ml and 0.0 ng/ml had been generated. There was no report of patient injury or change to patient treatment in association with this event. The customer reported that the sample was collected and tested in a lithium heparin gel separator tube which was centrifuged at 3500 rpm (rotations per minute) for five minutes. The customer indicated that access accutni+3 qc (quality control) values generated on the system were acceptable prior to and after the event. The customer performed two system checks which failed. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.